Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported that her patient programmer (ptm) handset was not communicating with the pump. Patient met with the healthcare professional (hcp) and the rep and they checked the pump and reported that it did not seem to have flipped or moved and said "the rep thinks it's the communicator". The patient was transferred to repair. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient programmer (ptm) was "goofy" stating she was "having a really hard time getting it to synch up". Patient mentioned "I'm still pretty puffed up" and "I even feel around and put the communicator against the pump. Like I have to press really hard to find it". Communication would make it to 91% and sometimes would read "no pump found". She would use her bolus at 8am, 4pm, and midnight and set alarms with a 10 minute window to ensure she had a bolus. If she wasn't able to bolus at those times she "loses a bolus" because she had to wait 8 hours between boluses. She wasn't sure if communication was made difficult due to patient being "puffy". It was not swelling but patient's anatomy, and mentioned communication may be difficult due to scar tissue over pump. Patient had to push on communicator to make connection to pump. Patient did not know dose/concentration of medication stating the healthcare professional (hcp) "started off with the minimum" and patient was increased after 3 weeks and has another increase (B)(6). No further complications were reported. Additional information was received from a consumer on (B)(6) 2019. It was reported that the patient continued to have communication difficulty for the last 24 hours or so. It was noted that the patient got the no device found error message, and when she tried to do a bolus it wouldn't sync up. Once the patient went into a room with less electromagnetic interference (emi), she was able to sync and deliver a bolus. It was noted that the patient's husband had tried rebooting the handset but the patient never tried going in the bathroom, and would continue to do that if the problem persisted. It was further noted that (B)(6) 2019 (about two weeks ago, relative to the date of report) the patient's pump started moving around a lot "like almost flipping" when she bent over. The patient was going to her hcp in (B)(6) 2019 for a refill and would talk to the hcp about the issue then. It was noted that this could be related to the communication difficulty.